Event description:
The lancet device will not retract into the drum. It was reported the lancet was brought into the clinic form a patient however no other information was available. Reporter stated no harm or illness to patient resulted. A request was made for the return ot the suspect product and replacement product was sent.